Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The patient stated the dexcom sensor was giving her readings that had a 200-point difference than what their actual blood sugar was. The patient indicated she is hypo-unaware and ended up blacking out and in the hospital. The patient did not provide further event details. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.